Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during post-surgery cleaning, it was discovered that the red rubber seal under the yellow and black of the attachment device was separating and flaking off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed by quality engineering, and it was determined that the attachment device failed the visual assessment due to something red protruding from the joint. It was noted that the reported condition that the attachment device red rubber seal, under the yellow and black, was separating and flaking off was confirmed, however there was no red rubber seal in the area used. It was further determined that the device was functionally assessed and passed all assessments. However, once the device was opened up evidence was found that the device had been tampered with (unauthorized repair) and the red substance protruding from the joint appeared to be red loctite from an unauthorized repair. It was determined that the most probable cause for the defect (loctite protruding from the joint) and other failures were caused by unauthorized repair (failure to follow instructions), by the user. It was noted that the IFU states the following regarding the reported issue: no modification of this device is allowed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow instructions.